Event description:
The pt underwent cardiac surgery where a cypher stent was implanted in a saphenous vein graft to the obtuse marginal. The pt was placed on plavix therapy following the cypher implant. The plaintiff suffered a non-st elevated myocardial infarction due to heavy thrombosis burden in svg and subtotal occlusion in previously implanted stent.

Manufacturer narrative:
The size and the lot number of the stent are unk, therefore, a device history report review could not be performed. Myocardial infarction and thrombosis are known potential adverse events associated with coronary stent implantation. Without more pertinent info it is not possible to determine what factors may have contributed to this event. Additional info will be submitted within 30 days of receipt.